Manufacturer narrative:
Note: subject device has not been positively identified as a synthes device. Additional information has been requested. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Attorney advised the pt was implanted with a 'titanium disc' at l5. Attorney alleges that the disc then 'collapsed' necessitating further surgery. Date of removal is unk.